Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a total laparoscopic hysterectomy, it was noticed that the needle would pop off the handle. The jaws of the device wont hold the needle. The current patient status is okay. No adverse events have been reported.